Event description:
It was reported by the caller that during an afib procedure yesterday the physician noticed what appeared to be a fibrous band or a clot around the right inferior pulmonary vein in the left atrium. This was observed by ice and tee. The radiologist was brought in to place filters and the patient was transferred to the or. A thoracotomy was performed and it was found the object observed was in fact a piece of the agillis sheath that had been sheared off. This was removed and the patient was transferred to the ccu. The sheath was used for the transseptal puncture. The needle used is not known. The physician's opinion was that the smart touch unidirectional catheter did not contribute to the issue with the agilis sheath. Since this sheath was used for the transseptal puncture, the most likely contributing product for this issue was the needle which the product is not known. Also the physician's opinion was that the smart touch unidirectional catheter did not contribute to the issue with the agilis sheath. Therefore, for these reasons, this event has been assessed to be bwi not reportable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).